Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 21020m800. A ticket search for lot 21020m800 did not identify an increase in complaint activity related to the issue under review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 21020m800 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 21020m800 was evaluated using world-wide field data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 21020m800 is within the established control limits, which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 21020m800 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer observed falsely elevated architet ca 19-9xr results for one patient. It is unknown if the patient was diagnosed with pancreatic cancer. Sid 517010676 generated the following results on (B)(6) 2021: ca 19-9 initial result 104.78 u/ml, repeated <2.00 / <2.00 u/ml; other results provided: afp 1.51 ng/ml, tsh 2.10 uiu/ml, ft4 1.01 ng/dl, ca 125 ii 7.80 u/ml. No impact to patient management was reported.